Manufacturer narrative:
May 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 5/23/1990 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed the motor speed specifications and there was no observed skipping. The motor and the gears were very dirty and the head, hose and screwdriver were damaged. Prior to repair, the device was out of calibration specifications only at the zero thickness setting. Repair of the device included replacement of the motor, gears, head, hose, screw driver and standard repair parts. In post repair analysis, discoloration to the motor sleeve and corrosion to the reciprocating arm was observed. The customer's reported event was not reproduced during testing and a cause cannot be determined; however, the corrosion and debris observed to the motor and motor sleeve could have potentially caused the motor to malfunction and cause the device to skip. Special care regarding cleaning and sterilization should be taken in order to prevent moisture accumulation within the handpiece. The device was serviced and returned to the customers.

Event description:
It is reported that the air dermatome handpiece was skipping. There was no patient harm; however, there was a small delay in surgery. The procedure was completed with an alternate device. An add'l unplanned graft was taken to complete the procedure.